Event description:
It was reported that the patient had been hospitalized with low blood sugar. The patient's blood glucose levels reached an unknown level. The patient did not provide symptoms, how they were treated, and the duration of the emergency room visit (ER). The patient did mention the system being in manual mode with the basal rate settings too high and that their physician has now adjusted them. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.